Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), proxis ureteral sheath. Visual inspection of the first photo sample noted shows the product packaging for the proxis ureteral sheath. The second photo shows the close-up view of the ureteral sheath with the guidewire. The reported issues involving resistance within the access sheath and the inability to pass the guidewire could not be fully evaluated because functional testing was not possible based solely on the submitted photos. As a result, the investigation is considered inconclusive due to the inadequate condition of the returned sample. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was resistance in the access sheath, and the guidewire cannot pass through.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was resistance in the access sheath, and the guidewire cannot pass through.